Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the patient had surgical observation, on (B)(6) 2018, and a csf leak was noted. The device diagnosis was catheter leak and the clinical diagnosis was increased pain. It was indicated the event was related to the device or therapy. On (B)(6) 2018, the intrathecal catheter was removed and the csf leak was repaired without requiring laminectomy. The entire system was explanted and replaced and returned to the manufacture. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6)2017. It was reported that the reason for the procedure was for better pain coverage per a procedure note from (B)(6)2018 (note: this conflicts with the previous report that the catheter was removed due to a csf leak). It was noted the implant site was the left buttock, and the catheter tip was at t6. The patient's diagnosis was post laminectomy syndrome, and the patient's allergies included adhesive, doxycycline, reglan, ceclor, dilaudid, and clindamycin. The patient's comorbidities includedhypertension (htn), depression, insomnia, and anxiety. It was noted that the catheter was folded. The catheter was flowing, but they needed to move it to another level and noticed it was folded at the anchor. The patient was reportedly getting good pain relief, but the hcp wanted to place the catheter higher. The catheter issue was only discovered when they did the revision to move the catheter to a higher level. At the time of the event, the pump was infusing fentanyl (2000mcg/ml at 542.6mcg/day), bupivacaine (20mg/ml at 5.4mg/day), and morphine (5.3mg/ml at 1.4mg/day) via an implanted infusion pump. An image provided confirmed a folded catheter at the spinal incision site. Additional information was rec eived from a healthcare provider via a clinical study on (B)(6)2018. It was reported that the cause of the csf leak was not determined. **omitted information pertains to pe 702380867 - other patient kink; 702431237 - other patient catheter kink2**

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.